Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. The device displayed error codes e020 (err_motor_spinup_flux error), e066(stuck encoder b error), e065 (err_stuck_encoder_a), e053(err_comp_log_sem_timeout), e055(err_therapy_queue_full). The device was scrapped.